Event description:
The patient reported of poor loudness. The external parts were checked and were found to be working. No trauma has been reported. It is planned to perform diagnostic imaging.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Other damages found during investigation are likely due to the explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reported of poor loudness. The external parts were checked and were found to be working. No trauma has been reported. The patient has been re-implanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.